Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rare undersensing during ventricular fibrillation (vf) episodes. It was noted that the bipolar sensing had been low at implant. The lead remains in use. No patient complications have been reported as a result of this event.